Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device. The se ran all testing and the error resolved. There were no parts replaced and no further repair was necessary. The device was placed back in service at the user facility.

Event description:
It was reported that a ventilator went into an inoperative condition. The ventilator was not on a patient at the time of the event.